Manufacturer narrative:
(B)(4). Batch #: t5eu6d. Investigation summary: the analysis found that one pse45a device (a) was returned with no apparent damage and with two ecr45d reload present. The reload (c) was received fully fired and with damage on reload deck. The reload (d) was received fully fired with no apparent damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the video-assisted thoracoscopic resection of right lung basal segment surgery, could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Changed another pse45a,could not fire when severing lung tissue. Changed another ecr45d,still could not fire. Checked the sled¿s position, it is lockout issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.